Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a stenting procedure. According to the complainant, the stent did not open. It was also indicated, the delivery system was angled. There were no pt complication as a result of this event. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(Failure to open, delivery systems angled). Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).